Manufacturer narrative:
Lot number and product not provided by reporter; therefore, unable to proceed with batch retain testing and product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder]. Hyperzincemia [hyperzincaemia]. Profound and severe permanent injuries [injury]. Hypercupremia [copper deficiency]. Myelopathy [myelopathy]. Neuropathy [neuropathy peripheral]. Case description: an attorney reported that his client, an elderly female, age (B)(6), used fixodent denture adhesive, version unknown cream on dentures she received approximately fifteen years ago and reported the following: profound and permanent neurological injuries, hyperzincemia, hypercupremia, myelopathy, neuropathy, and profound and severe permanent injuries that have left her unable to perform her normal, customary and daily activities. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome has not recovered/not resolved. Past medical history included: medical history - denture wearer for approximately fifteen years. No further information was provided.